Event description:
Covidien lp gia universal stapler misfire only cutting the colon without stapling the tissue. An additional anastomosis needed to be performed.

Event description:
Covidien lp gia universal stapler misfire only cutting the colon without stapling the tissue. An additional anastomosis needed to be performed.